Manufacturer narrative:
The device has been explanted but has been reportedly discarded and so will not be received for investigation. A failure analysis will be submitted as a follow-up report.

Event description:
The patient reported seeing what appeared to be sutures protruding from the wound and bleeding after implantation. One day while cleaning the scar with gauze, the wound opened up and started leaking blood and pus. The patient experienced a sudden vertigo and fell to the ground. On (B)(6) 2017 the patient as seen at the hospital because the implant body had extruded through the skin. He was given antibiotics and treated.

Manufacturer narrative:
Based on the received information, the device was explanted as it was exposed likely due to device unrelated surgical reasons, i.e. Early post-operative wound healing problems including an infection. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing and measurements performed in-situ were indicative of a functional device. No available information points towards the device being a cause or contributory factor to the reported problem. The explanted device has been discarded by the clinic and will not be available for investigation. This is a final report.

Event description:
The patient reported seeing what appeared to be sutures protruding from the wound and bleeding after implantation. One day while cleaning the scar with gauze, the wound opened up and started leaking blood and pus. The patient experienced a sudden vertigo and fell to the ground. On (B)(6)2017 the patient was seen at the hospital because the implant body had extruded through the skin. He was given antibiotics and treated.